Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 4 of 4: reference MFR report#1627487-2016-04293; reference MFR report#1627487-2016-08396; reference MFR report#1627487-2016-08232. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 at which time the entire cervical system was explanted and replaced. Reportedly, x-rays revealed one of the patient's leads had become malposition and flipped thus no longer provided adequate stimulation. Effective therapy was achieved postoperatively. The issue is resolved. X-ray analysis revealed broken wires in the extension headers. Device 3 and 4 added for the extensions.